Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. Prior to the fse arrival, the customer replaced the sample pot, sample pot tubing, pinch valve tubing, mix bar, electrodes, changed reagents, and performed cleanings which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the serviced components or a combination thereof is the likely cause of this event. (B)(4).

Event description:
The customer reported non-reproducible ise (ion-selective electrode) results for three patients on the laboratory¿s au680 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. Per the customer¿s verbal report, non-reproducible ise results were generated for three patients. The customer provided data for one patient.